Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.major pump unit(s) involved: external control system failure.additional text: control system alarming.specific component(s) involved: external controller malfunction.additional text: yellow light on controller, then red heart alarm, and pump stopped.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of external controller.other intervention:implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.major pump unit(s) involved: external control system failure.additional text: control system alarming.specific component(s) involved: external controller malfunction.additional text: yellow light on controller, then red heart alarm, and pump stopped.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of external controller.other intervention:implant device type: lvad.